Manufacturer narrative:
Results evaluations (other): we are anticipating the return of the unit involved in this report. Upon receipt of sample, and completion of the investigation, a follow-up report will be submitted.